Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2016 the patient underwent endovascular repair of a penetrating aortic ulcer using two gore® excluder® aaa endoprostheses. The patient tolerated the procedure. Following the procedure, the patient was reported to have bilateral groin hematomas. Bilateral femoral artery exploration and repair was performed.